Manufacturer narrative:
Unit passed self-test and displacement test. No audio/vibrate/absence of alarm anomalies noted during testing. Unit was successfully downloaded using thus and carelink. No alert/alarms noted during testing. Pump error 53 (file number: 2005; line number: 5632) was found on (B)(6) 2024 06:36:30.000 in the history files due to a software error. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, keypad overlay peeling, missing display window/cover, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, label damage (serial number label stained and fading) and end cap address label missing. Audio/vibrate anomaly/absence of alarm was not confirmed. Frozen screen was not confirmed. Cosmetic damage was confirmed on the pump. Pump error 53 was confirmed due to a software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), audio/vibrate anomaly/absence of alarm. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Customer reported an audio/vibrate anomaly. Pump continued to sound after battery was removed and pump was placed in storage mode. Pump will be rested for 2 hours without battery. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1715kl was requested and customer response was the device will be returned.